Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a device history record (DHR) review was conducted: part # 204.812s , lot # 7l18869 , release to warehouse date: 10 aug2020, expiration date: 01 aug2030, manufacturing site: selzach, supplier: (B)(4). Non sterile part# 204.812, non sterile lot# 56p9186 , part number: 214.812, lot number: 56p9186, manufacturing site: mezzovico, release to warehouse date: 06-03-2020, expiry date: n/a. A manufacturing record evaluation was performed for the not sterile/ finished device lot number, and no non-conformances were identified.¿ device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product codes: hrs and jds. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter address line 1: (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the patient implanted with third tubular plate had a post-operative infection. The primary surgery was performed on (B)(6) 2020. The patient presented with discomfort after experiencing a fall and underwent a revision surgery on (B)(6) 2020. This report involves one (1) 3.5mm cortex screw self-tapping 12mm. This is report 3 of 8 for (B)(4).